Event description:
The customer reported that the sys failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The passive backplane was evaluated and replaced. The system software and calibrations were also reloaded as part of the svc event. The sys was tested and found to be working as intended and returned to svc.